Event description:
Implant failed due to failure of osseointegration.

Event description:
Implant failed due to failure of osseointegration. The initial report did not have the correct event type documented. The correct event type is provided in this follow-up report.